Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 800 mg/dl while wearing the pod for an unspecified duration. During activation, a communication error occurred between the personal diabetes manager (pdm) and the pod, resulting in unsuccessful device pairing. Symptoms reported include nausea, leg cramps, extreme thirst, and increased urination. The patient was treated with intravenous fluids and multiple insulin injections. The patient was released after 2 days, on (B)(6) 2026.